Event description:
It was reported that the patient went to the emergency room with discomfort. It was also reported that the right ventricular (rv) lead was dislodged and had intermittent ventricular oversensing of p waves. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One lfp high rate-ns = 215 ms average v-cycle on (B)(6) 2012.